Manufacturer narrative:
The battery cap has not been returned to animas. If the battery cap is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump had intermittent power issues and the patient had a blood glucose ( bg) of 400 mg/dl with body aches, increased thirst and urination, and nausea. During troubleshooting, customer support found that the yellow o-ring was still visible and attributed the bg excursion to use error (battery cap not properly tightened)the patient required no unusual treatment and remains on the pump. This complaint is being reported as the patient experienced hyperglycemia related to a use error with the battery cap..